Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a hardware failure the patient experienced on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device on (B)(6) 2014.